Event description:
It was reported surgical intervention was undertaken to relocate the patient's ipg due to weight loss and site tenderness. During the procedure, the physician elected to replace the ipg due to fluid ingress into the device's header. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
The ipg serial number was included in field advisories. Correction: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.